Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was intermittently loosing video signal when the endo camera was routed through the hub. Therefore there was loss of image.

Event description:
It was reported that the device was intermittently losing video signal when the endo camera was routed through the hub. Therefore, there was loss of image.

Manufacturer narrative:
Alleged failure: on 3/3/25, I sent in a hub repair request (sn (B)(6)) because it was intermittently losing video signal when the endo camera was routed through the hub. We received a loaner unit that was used for a few months until we were able to install the repaired unit (sn (B)(6)). There were no issues with the loaner unit, but after two weeks of the repaired unit being installed at the account, the video signal was cutting out again. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes can be attributed to issues with the sk38-m capture card, or software. Sales rep request for or hub replacement. Recommend: replace or hub. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.